Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9347655. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: DHR review: the complaint gauge is 24g,assembly at auto line 2 in (B)(6) 2020, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review of the production record and machine troubleshooting records for this lot product was performed, and no abnormality, deviation or rework activities were found. There was fluid leakage at the root of the catheter after successful puncture, no actual sample and picture returned, further analysis could not be done. Check incoming inspection records of catheter, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5171aaal, batch number: 9248032/9248029/9248032/9224919). Leakage test the 2 retained samples, all passed. No same complaint was received from the complaint lot. No abnormality found on process.as no defective sample returned, further analysis could not be done, the root cause of catheter root leakage cannot be determined. The plant will continue to monitor the defect.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse of class a applied an indwelling needle to no. 11 bed patient. The puncture was successful, and fluid leakage occurred at the root of the needle, so the infusion could not be continued. The indwelling needle was immediately pulled out and the needle was replaced for puncture.